Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (monitor is constantly resetting) has been confirmed. A root cause analysis of the monitor constantly resetting is currently underway. A supplemental report will be sent upon completion of root cause analysis. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) male patient contacted zoll life customer support to report that the monitor doesn't show his name on the screen and nothing happens when the response buttons are pushed. The patient was provided with a replacement monitor.